Manufacturer narrative:
(B)(4). Evaluation, results: (dissection).

Event description:
There were four endeavor spring rapid exchange (rx) drug eluting stents implanted during the index procedure; two in the lcx and two in the plsa. There was also a driver rx stent implanted in the proximal rca during index procedure. It is reported that the second stent implanted in both the lcx and the plsa were to treat were to treat dissections. Adverse event was identified by the clinical events committee and deemed to be consistent with an mi (arc defined). It was reported that an mi occurred 1 day post stent implant. Mi was categorized as a non q wave mi, in the territory of the implanted stent. No further details are available. (Ref MFR # 9612164-2011-00695).